Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted in the hospital for an unrelated health issue. The patient¿s intrinsic heart rate was 30 beats per minute. It appeared that the patient had intermittent loss of capture. It was noted that the patient was in hospital for leg amputation and was discharged to a nursing home. The pulse generator and the right ventricular lead remained implanted. No intervention or additional information could be obtained.